Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported ER visit for hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
Customer reported the pod error hazard alarm engaged during normal operation and that she had to go the emergency room. Customer complained of high blood glucose levels, feeling nauseated and sick. He gave himself a manual injection of rapid acting insulin and his blood glucose slowly came down to 249 mg/dl and pod started working.